Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2015. Of note, the reportable malfunction and/or serious injury of perforation is normally submitted via a bimonthly medwatch report submission that would have been submitted on (B)(4) 2015. Information was subsequently received on (B)(4) 2015 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated the ventricle during the procedure causing a pericardial effusion and a pericardial drain was placed. The drain was removed and replaced at least once. The lead was repositioned and remained in use. There is no further information available regarding the patient's condition or further intervention and the patient's spouse is alleging that the procedure caused/contributed to the patient's death. No further information surrounding the patient condition or death was available.